Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used. The user reported that the suture is breaking more easily than usual during use, and the same issue was observed with the same lot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: ¿ lot number provided 8732h is not valid, please provide a valid lot number: the lot number should be added as 10977c. -- ¿ how many devices demonstrated the alleged deficiency? The quantity involved in the reported issue is around 38. Additionally, 142 is the quantity that will be returned under the same lot at the hospital. ¿ did the event occur during one or multiple patient procedures? Unknown ¿ what is the total number of procedures? Unknown ¿ how many devices demonstrated the alleged deficiency in each procedure? Unknown ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unknown ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Known. ¿ lot number provided 8732h is not valid, please provide a valid lot number: 10977c. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.